Event description:
The consumer reported a false negative result with the covid-19 at-home test performed on (B)(6) 2022. On (B)(6) 2022, the consumer performed another covid-19 at-home test and the result was negative. On (B)(6) 2022, the consumer had a pcr test performed and the result was positive. On (B)(6) 2022, the consumer performed another covid-19 at-home test and the result was negative. The customer experienced "symptoms of covid" which prompted the testing.

Manufacturer narrative:
The case has been sent to the manufacturer for investigation. The investigation is ongoing.

Manufacturer narrative:
The case was sent to the manufacturer for investigation. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). In general, potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity.